Manufacturer narrative:
A1-a5 patient information was not provided. H11 livanova deutschland manufactures the heater cooler 3t system, the event occurred in united states. Livanova field service engineer was dispatched on site, confirmed the issue, and to fix it, the stirrer motor has been replaced. Functional verification test has been performed and the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed an error related to patient pump 1 blockage (e07). The event occurred during procedure. There was no patient impact.